Event description:
It was reported that a patient was not receiving glucose readings after applying a new freestyle libre 3 plus sensor and had not properly paired or scanned the sensor; after rescanning, activation was successful and the patient entered the sensor warm-up period, with no alerts or alarms reported. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health, no hospitalization, and no medical or surgical intervention. User support included customer service troubleshooting and user education regarding correct pairing and scanning procedures. Investigation of this case revealed user setup error consistent with incorrect or incomplete pairing of the continuous glucose monitoring sensor, which resolved after proper activation steps. It was concluded, based on previously established findings for similar reports, that the cause was user error.